Event description:
It was reported that the user was unable to insert the intra-aortic balloon due to an occlusion in the central lumen that would not allow the spring wire guide to pass through the tip of the catheter. There were no pt complications.